Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk) in cardiac arrest, the device's energy level was not adjustable. Complainant did not indicate that there was no adverse effect to the patient due to the reported malfunction.